Event description:
Additional information was received from the manufacturer representative (rep). The caller tried a spare controller and battery pack that caller knows is a good unit and they were unable to communicate effectively with patient's (pt) implantable neurostimulator (ins). Reviewed eri timing for intellis. Pt wanted to have their ins replaced. Tss sent warranty info to caller and considerations around lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they are unable to connect to ins with the tablet and patient's equipment. Caller stated that patient had pemf therapy on (B)(6) 2025 on their hips and shoulders for unrelated fibromyalgia pain and afterwards, they haven't been able to connect to ins or charge. Patient confirmed that fibromyalgia issues are unrelated to ins and their nerve pain but did mention that the fibromyalgia made their nerve pain worse. Patient stated they don't have a managing healthcare provider (hcp) for ins because they were able to get off all their pain meds (prior to their fibromyalgia issues) and just use stimulation. Technical services (tss) walked caller through initiating passive recharge cycle and antenna locate screen showed 51 when recharger was away from the ins and 97 when directly over the ins. Once starting the passive recharge cycle, patient stated they did this several times at the end of (B)(6)/beginning of (B)(6) and it never found the ins. The issue was not resolved through troubleshooting. Tss recommended completing 3 passive recharge cycles and if ins still isn't charging normally, to call back for further assistance. Tss reviewed pemf compatibility and potential for interference with the ins but reviewed that likely the ins is simply depleted. The caller followed up to review that they attempted passive charging for about 50 minutes and were still unable to connect to the ins. The caller was no longer with the patient. Tss reviewed information about resetting the ins with the patient remote and that the patient should not attempt on their own. The caller provided the patient with a second recharger to try to use a second device for passive charging on their own. The caller will follow-up with the patient. Tss also suggested replacing the remote to rule out that as a possible cause for problems with passive charging.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back today and was with the patient. The caller states he has provide the pt with a different rtm to try but the pt remains in passive recharge mode. Agent had caller try to 'disable' the device and that did not resolve the issue. The caller tried to charge normally and got passive charge with high number 99 (number did go down when rtm removed from the ins). Agent advised the caller to continue briefly in passive charge mode to see if the ins rolled over to normal charging on its own and noted to caller that if it does not resolve, continue to try to disable the device. If the issue persists beyond that, agent advised the caller to call hcit to pull any and all logs/files from the ins for analysis. Caller called back again stating the 1st passive charge didn't work. Ts asked him to do at least 2 if not 3 more passive recharges. If that doesn't work, then interrogate the ins and then get to hcit and get logs pulled if there are any available for this ins. Sent email to rep so he has ts contact info for the logs. Additional information was received from a manufacturer representative (rep) stating the cause of the unable to connect/charge after pemf therapy was not determined. It was also not determined if it was due to emi. Logs were relayed to healthcare it from tablet of previous reading from 11/07. Engineers are reviewing tablet logs. Logs attached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Tss spoke with rep about planned clinic visit tomorrow, dec 12. They are going to try a different controller and battery pack and try recharging the ins to see if this resolves the telemetry issues. Also reviewed trying disable device feature again to exhaust troubleshooting. Reviewed potential need to replace the ins and discussed consideration to replace leads at the same time to upgrade to 977x given current legacy leads. Rep will discuss this as appropriate with hcp and pt depending on how the situation evolves.